Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted and another ipp device consisting of 15cm x 12mm cylinders, pump, and reservoir were implanted due to an unspecified reason. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: type of reportable event: changed from death to serious injury.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted and another ipp device consisting of 15cm x 12mm cylinders, pump, and reservoir were implanted due to an unspecified reason. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.